Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged following an alert via the remote monitoring system. A revision procedure was performed wherein the lead was repositioned. No adverse patient effects were reported.